Manufacturer narrative:
(B)(4).

Event description:
It was reported that the physician was attempting to use one resolute integrity rx drug eluting stent to treat a moderately tortuous and severely calcified cx (ostium) lesion, exhibiting 80 % stenosis. It was reported that the device was removed from its packaging and inspected with no issues noted. Negative prep was performed successfully. The lesion was pre-dilated. It was reported that the stent could not cross the lesion, and on removal, stent strut damage was seen. Excessive force was not used during delivery. The physician replaced the device with an endeavor resolute stent and completed the procedure without further complication. No patient injury was reported. It was reported that the physician believes that the event was due to patient morphology/anatomy and was not device related.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.